Event description:
It was reported that the balance middleweight (bmw) guide wire was intended to be used with a non-abbott microcatheter for the procedure. During the preparation of the devices outside of the patient anatomy, the bmw guide wire became stuck with the non-abbott microcatheter and the bmw guide wire was not used for the procedure. There was no patient involvement nor delay of the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.